Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being serviced. The root cause of the issue was a defective esm board. There was no patient or user harm.

Event description:
The following was reported to hamilton medical ag: summary: the device remains on the startup screen. Esm board is faulty.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being serviced. The root cause of the issue was a defective esm board. There was no patient or user harm. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: field d4 was updated with full UDI information,

Event description:
The following was reported to hamilton medical ag: summary: the device remains on the startup screen. Esm board is faulty.

Event description:
The following was reported to hamilton medical ag: summary: the device remains on the startup screen. Esm board is faulty.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.